Event description:
Information was received indicating that the level 1 trauma fast flow system's sensor was not sensing that the tubing is in place so it will not warm and causes constant alarming.

Event description:
Additional information was received indicating that the issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
Correction: g4 (an error was previously made in the date in the initial report).